Manufacturer narrative:
The device ro 15 046 has been inspected for investigation purpose. The tests performed confirmed that the seeg drill adaptor was damaged. As repair, the seeg drill adaptor was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the drill bit felt it was stuck in drill adapter. Doctor observed small metal pieces exiting the drill adapter. There was no patient/user impact reported.